Event description:
It was reported by the aci clinical specialist that a (B)(6) male pt underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained via a 6f sheath (model unk). A pre-procedure femoral angiogram showed no pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynx vascular closure device with grip technology 6f/7f to close the access site. It was reported that the device was prepped per the IFU. The device was inserted into the pt, the balloon was inflated, and the device pulled out completely through the sheath. The device was removed and the pt was converted to 20 minutes of manual compression. Hemostasis was achieved. No additional info was provided.

Manufacturer narrative:
Balloon pull through was caused by a longitudinal tear in the balloon, approximately 5.5 mm from the balloon proximal tip, resulting in a loss of pressure. Based on the info provided and the investigation performed, the probable cause of the tear could not be determined. A review of the lhr was not possible as the lot number was not provided.